Manufacturer narrative:
An investigation was performed. The manufacturing lot number associated with this complaint was not provided. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Since the sample was not returned, there is not enough evidence to determine what could cause this event. Based on pfmea, this is a potential failure: leaking. The following possible causes for the failure present in the pfmea or in addition to this document are operator mis-execution, user misuse, machine malfunction, inspection failed or not performed and/or defective material. However without the sample it is not possible to determine an exact root cause for this issue therefore corrective actions were not required. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100 in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% visual inspection during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/08/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports during peritoneal dialysis, leakage of peritoneal fluid occurred. A new catheter was inserted. There was no patient injury.